Manufacturer narrative:
Title using the hand-sewn purse-string stapled anastomotic technique for minimally invasive ivor lewis esophagectomy source thorac cardiovasc surg 2019;67:578¿584. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature article, after minimally invasive ivor lewis esophagectomy, anastomotic leakage occurred in 17 (6.6%) patients. According to the reporter, post-operatively, one patient developed necrotic leakage and died on the 21st postoperative day of acute respiratory distress syndrome (ards).